Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/49823) on 07-mar-2019. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("during the first year she experienced pricks, patient was always with pain"), genital haemorrhage ("lots of hemorrhages") and device breakage ("remains were left in the uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("remains were left in the uterus"), back pain ("back pain"), renal pain ("kidney pain"), headache ("headache") and swelling ("patient began to swell") and was found to have weight increased ("weight increase from 56 kg to 70 kg, food intolerance (eat a little and got inflamed immediately)"). The patient was treated with surgery (essure removal with fallopian tubes on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, device breakage, complication of device removal, weight increased, back pain, headache and swelling outcome was unknown and the renal pain had not resolved. The reporter considered back pain, complication of device removal, device breakage, genital haemorrhage, headache, pelvic pain, renal pain, swelling and weight increased to be related to essure. The reporter commented: patient went to physician and was with pills (unspecified). On (B)(6) 2018 essure was extracted with fallopian tubes removal, remains were left in the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("during the first year she experienced pricks, patient was always with pain"), genital haemorrhage ("lots of hemorrhages") and device breakage ("remains were left in the uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("remains were left in the uterus"), back pain ("back pain"), renal pain ("kidney pain"), headache ("headache") and swelling ("patient began to swell") and was found to have weight increased ("weight increase from (B)(6) kg to (B)(6) kg, food intolerance (eat a little and got inflamed immediately)"). The patient was treated with surgery (essure removal with fallopian tubes on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, device breakage, complication of device removal, weight increased, back pain, headache and swelling outcome was unknown and the renal pain had not resolved. The reporter considered back pain, complication of device removal, device breakage, genital haemorrhage, headache, pelvic pain, renal pain, swelling and weight increased to be related to essure. The reporter commented: patient went to physician and was with pills (unspecified). On (B)(6) 2018 essure was extracted with fallopian tubes removal, remains were left in the uterus. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.